Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was showing medtronic and it was fading in and out. Insulin pump had partial display and frozen display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or frozen screen noted. Device passed the self test, sleep current measurement, active current measurement and displacement test. Device was monitored and no missing segments or frozen display noted during testing. (B)(4).